Event description:
It was reported that a spectrum pump had a failed keypad test. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failed keypad, which was experienced during evaluation. Evaluation found an inoperable keypad. The row 3 keys (#0, #1, #2 and #3) worked intermittently. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.